Event description:
Consumer alleges she was using a heating pad on her leg when she fell asleep. She awoke to find her heating pad had burned her leg. She sought medical treatment and was diagnosed with a 2nd degree burn.

Manufacturer narrative:
Consumer admits to sleeping with the heating pad which is a direct violation of the instructions and warnings provided. A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.